Event description:
It was reported that the customer broke her belt clip. At the time of reporting, her blood glucose level was 34mg/dl, which she treated by drinking orange juice and eating peanut butter. The customer was advised that her belt clip would be replaced. No equipment is being returned. No additional information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.